Manufacturer narrative:
The device referenced in this complaint was not returned, hence a physical inspection of the device was not possible. Review of the manufacturing and test documentation does not reveal any issues with the manufacturing of the device. The device passed all of swmi's acceptance criteria prior to shipping. The cause of the inability to remove device from the introducer sheath could not be definitively determined. Per the reported information, the user inserted the device, pulsed it, removed it and then reinserted it again for further treatment. Per the device instruction for use, it warns: "caution: ivl catheter once pulled out of the body should not be reinserted for additional inflation or lithotripsy treatments. Balloon can be damaged in the process." Furthermore, a 7 fr introducer sheath was used which was the correct size for the ivl balloon. Shockwave will continue to monitor this type of occurrence.

Event description:
During an iliac artery intervention via the femoral, the ivl catheter was used with an 7fr arrow sheath introducer in which 7 cycles of 30 pulses were delivered. The users reportedly encountered difficulty when removing the balloon from the sheath introducer after treatment had been completed. The balloon was said to have advanced back into the sheath introducer to treat a different segment of the lesion in which 3 additional cycles of 30 pulses were delivered without incident. Upon attempts to withdraw the ivl catheter from the introducer sheath, the balloon reportedly was damaged when removed from the 7fr introducer sheath. No balloon fragment or device component from the ivl catheter had been dislodged in the patient. There was no patient sequalae reported. The ivl catheter was thrown away. This report is being filed in an abundance of caution.